Event description:
It was reported that the items are defective. The handle is fading. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the items are defective. The handle is fading. The reported event was confirmed as the visual evaluation revealed that both handles are discoloured (see evaluation pictures 2 - 7). The most likely cause for the reported failure can be attributed to user error of the device due to improper/inadequate cleaning/maintenance.